Event description:
It was reported that the camera head had b30 error. The issue was identified during routine inspection. There was no patient involvement.

Manufacturer narrative:
E1 - facility: (B)(6). E1 - address: (B)(6). . E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found image abnormality. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the camera cable was defective, and it was possible that the internal charge-coupled device was malfunctioning. Therefore, it was likely that normal communication was not possible, resulting in error b30 and the occurrence of an image abnormality. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.